Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Legal manufacturer: hcs (B)(4).

Event description:
It was reported that there was a malfunction resulting in an inability to switch ventilation modes as expected during a case. There was no patient injury.